Event description:
Baxter (B)(4) received a report that an intermate had no flow during filling and could not be filled. The device was being filled with a solution of antibiotics. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation containing approximately 50 ml of solution in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of flow at the distal luer. Flow was not readily observed at the distal luer despite an attempt of forced prime. Microscopic examination of the sample revealed that the root cause of the reported condition was determined to be excess solvent at the bonding junction of the distal luer. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.